Event description:
It was reported that "on (B)(6) 2011, the patient underwent a posterior lumbar interbody fusion of l5-l6 using rhbmp-2/acs via a posterior approach. Immediately following the patient's surgery, the patient developed a severe inflammatory reaction resulting in extreme pain and discomfort. On (B)(6) 2011, the patient was re-admitted to the hospital, where he underwent a laminectomy, facetectomy, and foraminotomy of l5-s1, reportedly due to the 2011 spinal fusion using rhbmp-2/acs. On (B)(6) 2012, the patient was re-admitted to the hospital, where he underwent a removal of fusion instrumentation of l5-s1. On (B)(6) 2014, the patient was re-admitted to the hospital, where he underwent a removal of excess bone growth, lumbar laminectomy, facetectomy, and foraminotomy of l5-l6. Imaging studies ultimately showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near the implant site. The patient developed chronic pain and radiculitis, emotional distress and mental anguish."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.